Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the pump turned on and was being set up, subsequently a malfunction alarm occurred. Customer's blood glucose level was not impacted. Customer had not started using pump at time of event. During troubleshooting with tandem technical support, the malfunction alarm was cleared.